Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a lcp-df (locking compression plates distal femur) was used for a distal femur fracture case. After insertion of the cancellous screw the surgeon was not able to remove the screwdriver. The surgeon then tried again with great force and the screw and screw driver came off together. At that point the surgeon tried to remove the screwdriver from the screw without success. The surgery was completed using a non synthes screw driver. After the surgery, the synthes sales representative tried to remove the screwdriver from the screw slowly in multiple directions, and was successful. There was a report of a 15 minute surgical delay. This report is for an unknown screwdriver. This report is for 2 of 2 complaint (B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis. This report is for an unknown screwdriver. Device is an instrument and is not implanted/explanted. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.